Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump successfully, and they were instructed to continue using it and to call back if any issues recur.